Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The hillrom service technician investigated the device thoroughly and could not replicate the reported issue. No malfunction. Therefore, hillrom does not consider this complaint reportable.

Event description:
Customer reported that the power pack of the monitor sparks when the power cord is plugged in and then loses the power if its slightly wiggled. This report was filed in our complaint handling system as complaint (B)(4).